Event description:
Boston scientific received information that during the change out of this device due to normal battery depletion, the right atrial and this right ventricular leads were both noted to be stuck in the device header. Additionally,the lead safety switch had previously been tripped on this lead due to high pacing impedances, however the decision was made to wait until this normal change out to replace the lead. During the attempted removal of this lead from the header, the insulation pulled back from the terminal pin and would not exit from the hear. The lead was cut with the terminal section remaining connected to the explanted device and the distal portion remaining implanted and capped in the patient. A new system was successfully implanted with no adverse patient effects reported.

Event description:
--

Manufacturer narrative:
The lead was partially abandoned. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Although the lead was no longer stuck in the device header upon receipt, analysis showed that the lead was very damaged in the terminal area due to induced force, which likely indicates the lead had been stuck in the header. Additionally, the terminal insulation showed that the set screw was tightened down on the terminal insulation instead of the anode ring with no discernible set screw marks noted on the terminal pin. This points to improper insertion depth of the lead into the device header while implanted, which would likely result in the observed high impedance measurements. No further testing was performed.